Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. Customer stated that they were unable to clear alarm. Customer was calling back after installing a new battery and monitored insulin pump for 2 hours and frozen display recurred. Customer stated that insulin pump was cracked. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. Retainer ring = black. Case type = ngp. Customer returned pump for a pump error 68, pump error 2, pump error 49, frozen screen and cosmetic damage on the pump found on 31-oct-2022. Pump received with a back light anomaly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due a pump error 3 occurring during testing on 01/04/2023 13:47:52.000. Pump error 25 alarmed during testing on 01/04/2023 17:10:00.000. Unit failed the sleep current test due to high current. Unit failed the active current test due to low current. Unit did not pass the self-test due to a back light anomaly. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance issue with the j6 connector to pcba 1. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. Pump error 68 was noted found on 10/28/2022 22:13:31.000 in the history files. Pump error 2 was noted found on 10/28/2022 22:12:51.000 in the history files. Pump error 49 was noted found on 10/28/2022 22:13:52.000 in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The following were noted during visual inspection: scratched lcd window, scratched case, overlay scratched, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, damaged display window cover and label damage (serial number label stained and scratched). Pump error 68, pump error 49 and pump error 2 was not confirmed during testing. Pump error 25 and pump error 3 were confirmed during testing. Pump error 3 was due to moisture damage. Pump error 25 and unexpected battery power loss were due to a connector resistance issue with the j6 connector on pcba 1 caused by moisture damage. Frozen screen was not confirmed during analysis. Cosmetic damage on the pump during analysis. Back light anomaly was confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.

Event description:
Customer stated that the insulin pump received multiple pump error alarms. The insulin pump was returned for analysis.